Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined.(B)(4).

Event description:
It was reported the array did not open or close smoothly. A 3.0/17/15 leveen¿ superslim¿ was selected for use in a radiofrequency ablation procedure of the liver. During preparation of the device it was noted that the array did not open or close smoothly. The physician opted to use another device to complete the procedure. No patient complications were reported. The patient was stable.